Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The event log was reviewed, the filament and the dose area product were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system displayed an error message and shut down. The worklist was lost when the system shut down. No pt injury was reported.